Manufacturer narrative:
(B)(6). Date of postoperative nail breakage is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in the surgery for the femoral sub-trochanteric fracture on (B)(6) 2017. There was a gap due to large dislocation during the fixation. On (B)(6) 2017, it was found that the nail was broken along with a re-fracture. The revision surgery was done on (B)(6) 2017. The surgeon commented that the this was due to metal fatigue from the excessive rehabilitation under the situation where there was not enough bony support (malalignment). Patient outcome reported as okay. This report is for one (1) pfna-ii ø9 long le 125° l340 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed: manufacturing location: (B)(4), release to warehouse date: 17.oct.2011, expiry date: 01.oct.2021: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed. The product was returned in a packaging different from the original synthes bag. The laser marking was readable. Traces of use were visible and the nail is broken in the region of the outer diameter 9mm. As relevant for the complaint condition the outer diameter as well as the inner diameter of the nail were identified and measured and found to be within the specification as per relevant technique guide. The relevant dimensions were measured near of the broken region and they have fulfilled the specifications. No manufacturing error found. Product was manufactured according to its specifications. The raw material certificate was checked and the used raw material has fulfilled the specifications. Based on the investigation result, this complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because no manufacturing issue could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.